Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the physician was unable to get the blue mesh leg through the sacrospinous ligament properly; it was not as deep as it should be. The physician attributed the cause to tortuous anatomy and scar tissue. The physician left the blue mesh leg in place and completed the procedure with this device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for the event.